Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error detected. The customer's blood glucose was 153 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, end cap address label fading, serial number label peeling, partially detached retainer and minor scratched lcd window.